Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 433 mg/dl. The customer also reported that the insulin pump alarmed replace battery now without low battery alert more than once. The customer reported that they declined troubleshoot for high blood glucose due to blood glucose caused by power loss. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest. Unit was monitored and functioning properly. Unit and bg meter test functioning and communicating properly. Pump trace download analysis confirmed the pump alarmed low battery alert, power loss alarm and replace battery now alarm. The power management tool confirmed low battery alert, power loss alarm and replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5 volt for four consecutive hours due to connector resistance the mother board. After disconnecting and reconnecting the internal battery connector on the mother board, the pump was monitored and functioned properly.